Event description:
The customer reported to olympus, the video system center had a power issue and would not turn on. The issue was found during preparation for use in an unspecified procedure. The device was returned for evaluation. During the device evaluation, a printed circuit board failure was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation and in addition to the reported in b5, found that the scope socket was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "power does not turn on" malfunction would likely be a failure on both the printed circuit board. Olympus will continue to monitor field performance for this device.